Event description:
It was reported that the handpiece would not work prior to the unk case. The rep did not have further details as to the exact nature of the problem, but stated that the case involved was able to be started and finished with a different handpeice with no pt consequence. It is unk if any error codes or solid tones were recieved.